Event description:
It was reported that the patient was admitted for a fall due to sick sinus syndrome (sss). The patient received an upgrade to a dual chamber system. Prior to the procedure it was noted that the right ventricular (rv) lead's pacing impedance was high. The rv lead capture threshold was also high. Trends coincided with the patient fall. The rv lead was capped (B)(6) 2025 and replaced. There were no patient consequences before, during or after the procedure.